Event description:
It is reported that the patient is experiencing pain, tenderness and a clicking noise.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed. No devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Compatibility and product history complaint review could not be performed due to a lack of component identification. This device was used for treatment of the patient. A definitive root cause cannot be determined with the information provided.